Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d3, g1, to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube (device cap) was returned unmated from the hub of the hemostasis sheath. Hemostasis sheath was cut through below the hub of the sheath and all the pieces were returned. No other accessories components were returned. The returned device was subjected to visual analysis where the blood-like substance was found on the device. The hemostasis sheath was cut into two pieces. The deployment sleeve was in the full rear lock position with color bands exposed. A cut was made through the sheath and the carrier tube shaft. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. Based on the finding of the evaluation, the complaint could be confirmed for deployment difficulties while pulling back since the returned device was severed which indicates that some form of resistance occurred. The suture was able to be unwound easily upon functional testing. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. However, it is clear that the anchor was likely not posted when the device was pulled back which could have caused the resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that at the end of the left heart catheter procedure, the doctor was attempting to deploy angio-seal vip. A groin angio was performed and the arteriotomy location in the common femoral artery (cfa). Was confirmed. A 6fr procedure sheath was exchanged over the wire for the angio-seal arteriotomy locator and sheath. The sheath was advanced to correct deployment position. The angio-seal device was inserted into the sheath and clicked. The physician pulled back, clicked, and set the anchor. The device then became stuck. The sheath and angio-seal would not pull back. Vascular surgeon was called for consult. Vascular surgeon cut the tubing on the angio-seal sheath and removed the sheath along with the remaining part of the angio-seal device. Tension was pulled on the suture tag to secure the angio-seal. Manual pressure was applied to groin for 15 minutes out of caution. The patient was in stable condition. There was no patient injury or surgical intervention required. There is no direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings. A review of the device history record of the product code/lot# combination was conducted with no findings.